Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was returned to fisher & paykel healthcare new zealand and was visually inspected. Result: visual inspection revealed that the patient end inspiratory cuff was found split. Conclusion: we were unable to determine the cause of the reported event. All rt265 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the damage occurred after the product was released for distribution, during transportation or storage. The user instructions that accompany the rt265 breathing circuit state the following: -"check all connections are tight before use." -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in japan reported via a distributor that they found a "crack on the tip of the inspiratory limb" of an rt265 infant dual-heated evaqua2 breathing circuit when checking it before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that they found a "crack on the tip of the inspiratory limb" of an rt265 infant dual-heated evaqua2 breathing circuit when checking it before use. There was no patient involvement.